Manufacturer narrative:
The involved device has been disposed of. Therefore, we no longer can ship it to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that the electrode tip broke off during a case. No negative impact in state of health reported.